Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 274 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site (leg), insulin was found leaking, and the infusion site was irritated. Symptoms reported include nausea, vomiting, inability to get out of bed, constant urination, and headache. The patient was treated with intravenous (IV) glucose, IV insulin, potassium, and magnesium. The patient was discharged on (B)(6) 2026.